Event description:
It appears that a malleable device was previously implanted, no info was provided at this time. On 11/01/97 the entire device was removed from the pt and replaced reason not indicated. Ams has requested add'l info.